Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the technician of the user facility that the image of the subject device was not displayed during the preparation for use. It was also reported that there was no image output from the subject device to software and y/c out terminal and composite out terminal ports were not working. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomenon and found the dp board failure of the subject device which caused the reported phenomenon. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified a root cause of the reported phenomenon. However based on the report of olympus india, omsc presumed that the reported phenomenon was occurred due to the dp board failure of the subject device. Omsc could not surmise the cause of the dp board failure from the following investigation results. -it could not be checked the repair history as destined for overseas. -as a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. -there was no description in information provided for the cause of the dp board failure. If additional information becomes available, this report will be supplemented.